Event description:
It was reported that the acu watchdog failure and primary audible alarm.

Event description:
Additional information received and attached by ICU medical on 11-feb-2022.there was no patient incident. I don't have that information available.

Manufacturer narrative:
Other, other text: h6 was updated. Additional event information was received and b5 was updated. Customer reported problem of acu watchdog failure is the sympathy alarm to the primary audible alarm post, both alarms are verified in device history via biomed. The alarm is believed to occur intermittently and which cannot be replicated at power up of the device. The problem is related to the speaker, and therefore the speaker will be replaced for preventative measure. No causes or potential causes to the customer's reported problem were found during the DHR review. The device is one year old.

Event description:
It was reported that the acu watchdog failure and primary audible alarm.